Event description:
It was reported that in sterile reprocessing, the fenestrated bipolar forceps instrument was found to be broken. On (B)(6) 2015, the initial reporter was contacted. The initial reporter stated that the or personnel handed out the forceps saying that once the instrument was inserted on the arm, it was not functioning because it was not recognized and therefore unusable. The instrument was replaced using the da vinci and the planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument had a broken pitch cable. Intuitive motion was not being experienced at the wrist upon manual input of the disk knobs because one pitch cable was found broken at the wrist. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.